Event description:
It was reported that the patient's right ventricular (rv) lead was t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693358 lead; implanted: (B)(6) 1995. (B)(4).